Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 160 units of insulin, and the insulin gauge remained static at 120 units for 9 hours. The customer reloaded the cartridge and received an accurate fill estimate. The customer reported a blood glucose (bg) level of 400 mg/dl, with ketones. To address bg level, the customer delivered correction boluses and used manual injections. On (B)(6) 2016, the customer went to the hospital as the customer's bg level did not trend downwards when boluses were delivered with the pump and manual injections. The customer was treated with intravenous (IV) insulin drip and released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer. System check with tandem technical support showed that the pump was performing as intended; however, the customer stated insulin may be the reason the customer's bgs were elevated. The customer was using manual injections and levemir and blood glucose level was 134 mg/dl during the time of the call. Follow up with the customer on (B)(6) 2016, the customer confirmed bg level was "normal" and everything was "okay."